Manufacturer narrative:
H11: three (3) actual devices were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that for sample #1 there was a tiny dark spot embedded in the outside of the tubing, not in the fluid pathway. For sample #2, it was noted that there was a tiny red fiber loose in the sealed packaging, not in the fluid pathway. For sample #3, it was noted that there was a tiny dark spot particulate embedded in the clear plastic material of the sealed packaging, not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an unspecified location of three (3) exactamix vented micro-volume inlets. This was discovered prior to use. There was no patient involvement. No additional information is available.